Manufacturer narrative:
Date rec'd by MFR: 05/07/2019. Failure analysis on the returned ventilator shows that this customer returned ventilator was touch screen was damaged in the shipping process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. The manufacturer¿s senior supply planner confirmed the reported touchscreen issue. Replacement order was sent.

Event description:
The customer reported that the touchscreen damage was discovered while unpacking. There was no patient involvement. The event date was not specified; estimate used.